Manufacturer narrative:
(B)(4). Concomitant medical products: item# 231201225; cann driver bit hex 1.5mm ao; lot# unknown. Report source: foreign: event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that vpc screw head broke during the procedure. The broken screw was removed with forceps and this caused approximately 20 minutes delay. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual inspection of the returned screw noted the head is stripped. The screw has damage on it from trying to remove the screw as seen in the photos marked damage. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.